Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract surgery, a laser probe was connected to the left port of the console too tightly which could not be removed in time to start a second procedure. An additional laser probe was connected to the right port of the operating console in order to perform the subsequent surgery. When the laser was put into ready mode, the left port radio frequency identification device was detected and one laser shot occurred when the surgeon depressed the foot pedal. The circulating nurse then quickly disconnected the stuck laser probe from the left port using a forceps device. The surgeon then continued and completed the current surgery smoothly. There was no harm to the patient.

Manufacturer narrative:
The customer did not request for servicing. Therefore, the system was not examined. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by qa to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).